Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 417 mg/dl and the sensor glucose was 79 mg/dl at the time of the incident. Caller stated that pump suspend on low at 79 mg/dl, suspend was set to 90 mg/dl. Caller stated that he spoke with endocrinologist today and some changes were made to pump blood glucose was 417 mg/dl, gave a bolus of 5.75 units caller then calibrated with a blood glucose of 328 mg/dl and 207 mg/dl and received calibration not accepted alerts and change sensor alert. The customer was explained alarms and possible causes 2332 blood glucose 417 mg/dl sensor glucose 149 mg/dl 0027 blood glucose 328 mg/dl 0035 sensor glucose 63 mg/dl 0045 blood glucose 207 mg/dl. Bent sensor cannula, calibration not accepted and change sensor were also reported. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump is not expected to be returned for analysis while the senor will return for analysis.